Manufacturer narrative:
On (B)(6) 2015 consumer states that they are unsure how long the daughter has been using the unit. Consumer states that the daughter uses the unit daily and that they clean it when needed. Consumer states that they remove the brush head every 30 days and that they store the unit in the cabinet. Claims that there is mold on the unit. Consumer claims that they sought medical attention and that no allergy testing was performed; penicillin sensitivity. Consumer agreed to return handle and any brush head remaining from the same purchase. Also issued request for medical information on the daughter via email.

Event description:
On (B)(6) 2015 customer claims her daughter is having nausea and stomach aches and believes the toothbrush may be the cause.